Event description:
Patient had fractures of the radius and ulna repaired in 2007. The radius was repaired using a 10 hole semi-tubular titanium fixation plate with 9 screws. The patient experienced a plate fracture 3 months after surgery required her to undergo surgery to remove the fractured plate and have it replaced.